Event description:
Reportedly, some noise is present on atrial signal. This device was implanted following the replacement of another device.

Event description:
Reportedly, some noise is present on atrial signal. This device was implanted following the replacement of another device.

Manufacturer narrative:
Following the analysis, the event date was modified to 07 april 2023 (field b3).